Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the lvp display segment was dim for five large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue that the lvp display segment was dim for five large volume pump modules was confirmed on the returned display board assemblies. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: the customer returned 5 lvp display board assemblies. Physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only lvp display board assemblies were provided for the investigation.

Event description:
It was reported that the lvp display segment was dim for five large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.